Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch # 6007668 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007668 were previously tested in complaint (B)(4) on (b)6) 2025. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6007668 was manufactured according to the work instruction (wi) version 114 in the line 3, on 14/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6007668, and another 2 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)- 30/sep/2025).

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced a bent cannula which led to high blood glucose level.therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level and than admitted to intensive care unit (ICU). The patient's highest blood glucose level was 720mg/dl and ketone level was high. During hospitalization, the patient received fluids of saline, insulin intravenously as corrective treatment which resolved the issue, the patient was released on (B)(6) 2014. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.